Event description:
A vns treating physician's office reported that they had a patient who had a lead malfunction. The family is not going to replace their vns lead at this time as the child has been seizure free for greater than 6 years. The patient's device was disabled. If their seizures return the family will move forward with revision surgery. X-rays were not taken. The last time diagnostics were taken that were within normal limits was (B)(6) 2011. No patient fall , injury or device manipulation was reported prior to high impedance being attained.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that this patient is being referred for a generator replacement due to battery depletion and high lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Lead analysis was completed on the returned lead. Abraded openings were noted on the outer and the inner silicone tubing of the lead coils. A coil break was identified at the ends of the positive and the negative lead coils. Scanning electron microscopy images of the positive coil break show that corrosion occurred at that site. Due to the corrosion the fracture mechanism was not able to be confirmed. Note that since a portion of the lead (including the electrodes) was not returned for analysis, an evaluation cannot be made on that portion of the lead. There were no other anomalies identified with the lead.

Event description:
The lead and generator were received by the manufacturer for product analysis. The generator underwent product analysis and the device performed according to functional specifications and analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Analysis for the lead is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: follow-up report #1 inadvertently did not state that a lead revision was planned.

Event description:
It was reported that surgery has taken place for this patient¿s replacement. The patient was referred for generator replacement due to low battery and a lead revision due to high impedance. Once the case had started and the old generator was removed, the lead was found to be broken, and a total revision was performed, where the generator and lead were both replaced. The explanted device has not been received by the manufacturer to date. No other relevant information has been received to date.